Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead - (B)(6) 2009; 4076 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient had t-wave oversensing post bi-ventricular pace. Reprogramming of the right ventricular (rv) lead was done and the rv lead remains in use. No patient complications have been reported as a result of this event.